Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case (battery tube) and cracked case-corner of belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify keypad unresponsive or button error alarm due to critical pump error (open book image) alarm. No damage noted at keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. Customer reported that there was an unresponsive keypad or button error issue. The customer stated the device shows signs of physical damage with crack present on the backside of insulin pump from clip rail to the left corner. Customer stated insulin pump was lying in the bathroom while taking shower also informed insulin pump fell out of the bed while customer was sleeping few weeks ago. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.